Manufacturer narrative:
Weight - race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.5/2.0/153 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and significant reduction of iridocorneal angles. The problem was not resolved. "Vault was high and patient was accepting +2 post operatively. He was completely unhappy and wanted to remove the lens. Removed on (B)(6) 2022 as per patient's decision, since he is traveling abroad in next week." Cause reported as unknown.

Manufacturer narrative:
H6- device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).